Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Distal segment returned and analyzed. No fracture found on returned segment. A large amount of explant damage on lead makes analysis difficult. The lead was returned with the helix extended with a large amount of tissue. The proximal conductor was distorted, all conductors were stretched and had blood/body fluid (not obstructed). The outer insulation was melted and breached cut.

Event description:
It was reported that the lead fractured. High lead impedance was noted. The lead was removed and replaced. No patient complications have been reported as a result of this event.